Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The sizing of the patient anatomy is: minimum aortic annulus diameter (mm) of 20.3, maximum aortic annulus diameter (mm) of 21.7, perimeter (mm) of 65.1, aortic annulus area (mm2) of 335.8, sinuses of valsalva diameter (mm) of 26.5, sinotubular junction diameter (mm) of 26.6, a ascending aorta diameter (mm) of 34.7, and a membranous septum length of 5.6mm. The a pre-bav was performed using a 20mm balloon. The valve was able to be successfully implanted, leaving about 4mm of depth in relation to the lowest point, and with good results. There was an episode of irregular tachycardia with narrow qrs, compatible with af, but it spontaneously reverted to sinus rhythm. An angiography was performed and showed an absence of bleeding, mild residual stenosis, and an iatrogenic dissection of the right common femoral artery dissection but with normal distal flow. A compressive bandage was used to treat the dissection. After the procedure the patient was found without chest pain but had a post-tavi ECG showing negative t waves in the precordial leads as well as an echocardiogram showing mild ventricular dysfunction due to anteroseptal and apical hypokinesia, as well as positive troponin kinetics. It was decided to proceed with a percutaneous coronary intervention (pci). On (B)(6) 2024, a coronary angiography was performed showed significant coronary disease of 1 main vessel and pci was performed on distal left main coronary artery (lma) and proximal left anterior descending artery (lad) with the implantation of a drug-eluting stent. The patient showed an elevatiion of mycardial damage markers with evolutionary changes on on ECG. The patient had prior lesions in the proximal left anterior descending (lad). During the procedure the guide catheter was withdrawn and the coronary guide wire was trapped at the stent level, making its removal impossible. Attempts were made to remove the guidewire, but were unsuccessful. The guidewire was then pulled causing the body of the guide wire to become deflected, leaving a small radiopaque fragment of the guidewire trapped between the stent struts. A snare was used in an attempt to remove the guidewire fragment, but was unsuccessful. Two more post-dilations were performed resulting in a adequate opening with no evidence of dissection noted. A comprehensive echocardiogram showed normal left ventricular ejection fraction without segmentation and navitor valve in normal position with normal anterograde gradient and no regurgitation. Following the procedures, the patient had an episode of hypotension and losartan was suspended temporarily. The patient was discharged home, blood tests showed no leukocytosis and c-reactive protein (crp) significantly reduced. On (B)(6) 2024, the patient presented with mild posterior periprosthetic aortic insufficiency, in relation to anterior mitral leaflet.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported vascular dissection appears to be related to the implant procedure. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (b)(6 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The a pre-bav was performed using a 20mm balloon. The valve was able to be successfully implanted, leaving about 4mm of depth in relation to the lowest point, and with good results. There was an episode of irregular tachycardia with narrow qrs, compatible with af, but it spontaneously reverted to sinus rhythm. An angiography was performed and showed an absence of bleeding, mild residual stenosis, and an iatrogenic dissection of the right common femoral artery dissection but with normal distal flow. The 23mm navitor implant was implanted with good functional results and without residual aortic regurgitation. After the procedure the patient was found without chest pain but had a post-tavi ECG showing negative t waves in the precordial leads as well as an echocardiogram showing mild ventricular dysfunction due to anteroseptal and apical hypokinesia, as well as positive troponin kinetics. It was decided to proceed with a percutaneous coronary intervention (pci). On (B)(6) 2024, a coronary angiography was performed showed significant coronary disease of 1 main vessel and pci was performed on distal left main coronary artery (lma) and proximal left anterior descending artery (lad) with the implantation of a drug-eluting stent. The patient had prior lesions in the proximal left anterior descending (lad). During the procedure the guide catheter was withdrawn and the coronary guide wire was trapped at the stent level, making its removal impossible. Attempts were made to remove the guidewire, but were unsuccessful. The guidewire was then pulled causing the body of the guide wire to become deflected, leaving a small radiopaque fragment of the guidewire trapped between the stent struts. A snare was used in an attempt to remove the guidewire fragment, but was unsuccessful. Two more post-dilations were performed resulting in a adequate opening with no evidence of dissection noted. A comprehensive echocardiogram showed normal left ventricular ejection fraction without segmentation and navitor valve in normal position with normal anterograde gradient and no regurgitation. Following the procedures, the patient had an episode of hypotension and losartan was suspended temporarily. The patient was discharged home, blood tests showed no leukocytosis and c-reactive protein (crp) significantly reduced.